Event description:
Caller reported aviva system blood glucose result of 105 mg/dl, lab result of 42 mg/dl within 10 minutes. Reported no adverse event relative to any discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This customer also named in medwatch with pt identifier (B) (6).